Manufacturer narrative:
The tube was returned and a chunk of material could be seen missing on the airway line. The device was leak tested and the leak could be found where the material was missing. It is unlikely, due to the size of the defect that the device passed the functional and visual inspections performed throughout the manufacturing and quality inspection processes. The instruction for use states under contraindicatons: do not use in conjunction with lasers or electrosurgical devices where their output may contact and damage the tube. The IFU states under warnings: the device must be thoroughly inspected for signs of damage or wear prior to each use. Guard against product damage by avoiding contact with sharp edges. During reprocessing aggressive scrubbing of the tub or use of a hard bristled brush or sharp wire-mounted swab may damage the surface of the tube.

Event description:
Information was received indicating that a smiths medical tracheostomy tube was leaking at the shaft. There were no reported adverse events.